Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The pod was received with corrosion visible through the top and bottom housings. Inspection of the top and bottom housing found no damages or deficiencies that would allow fluid to leak into or out of the pod housing. Upon opening the device, corrosion was observed on several internal components. Fluid path testing found fluid leaking past the reservoir's plunger. This is a failure of the fluid path which resulted in an internal fluid leak which contributed to the observed corrosion. Due to fluid leaking past the reservoir's plunger, the exposed portion of the cannula could not be tested to confirm the reported leaking during wear. Due to the observed corrosion on multiple of the printed circuit board assembly's components, retrieval of the device data was unsuccessful. The corrosion also contributed to the low voltages in all three batteries.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between for 24 hours. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (abdomen). The patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.